Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 3b endoleak. The physician is planning a secondary intervention to resolve the endoleak. To date a secondary intervention has not been reported to endologix. The patient status was not initially reported and is currently unknown.

Manufacturer narrative:
Clinical review identified the presence of both a type iiib endoleak and a type iiia endoleak. Based upon the available information, the root cause of the type iiib endoleak of the main body was likely related to the strata graft material. The root cause of the type iiia endoleak is likely related to insufficient overlap and increased dilation of both the cuff and main body. No known user or procedure related issues were identified. The final patient disposition is unknown. Devices remain implanted in the patient and were not returned, therefore no evaluation was completed.